Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure on (B)(6) 2016, a perforation occurred. The target lesion was 24mm in length and was located in the left anterior descending (lad) artery. The physician used a 6fr introducer sheath and a whisper guide wire to access the lesion. The physician exchanged the whisper wire for a csi viperwire guide wire and loaded the csi orbital atherectomy device (oad) onto it. The physician performed two runs at low speed to treat the lesion, but the patient developed st-wave depressions, as well as spasm in the distal lad. The oad was removed and a 2.5x15mm balloon catheter was advanced into the patient. The physician performed low pressure balloon angioplasty inflations (6 atmospheres) in the lad. The balloon catheter was removed and a perforation was observed under angiography. Additional balloon inflations were performed and the perforation was resolved at this point. The physician then deployed a stent in the lad artery and final angiography did not reveal any additional complications. The patient was transferred to the ICU in stable condition, but while in the ICU, the patients blood pressure began to drop. The patient was brought back into the cath lab around 5:00am on (B)(6) 2016 and angiography revealed that the perforation was present again. The physician attempted to deploy a covered stent, but was unsuccessful. The patient expired in the cath lab.